Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection. Failing p/f joint, with subsequent septic seeding to another knee. Event is serious and is considered severe. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2017; date of event (onset): (B)(6) 2021; date of revision: unknown (left knee). Treatment: revision of depuy cement and competitor implants. Explanted in (B)(6), allergy to antibiotics used resulting in kidney and liver failure. Now in skilled nursing facility in (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection. Failing p/f joint, with subsequent septic seeding to another knee. Event is serious and is considered severe. Event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2017; date of event (onset): (B)(6) 2021; date of revision: unknown (left knee). Treatment: revision of depuy cement and competitor implants. Explanted in (B)(6), allergy to antibiotics used resulting in kidney and liver failure. Now in skilled nursing facility in (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : DHR review 0 non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however the other incident did not relate to implant loosening. Total for lot number: 2 ((B)(4).) Complaints received by cmw in the last 12 months for this issue: by product code: 8 , by product family: 35 (9x depuy cmw 1, 8x depuy cmw 2, 9x depuy cmw 3, 9x endurance).

Event description:
Medical records were received indicating that on (B)(6) 2017, the patient had a left patellofemoral replacement. Competitor components were utilized along with depuy cement. On (B)(6) 2021, patient has developed pain, difficulty with standing and walking, feelings of instability. The surgeon¿s impression was the patient was status post left knee patellofemoral replacement with advanced degenerative changes, lateral compartment. Medical records note that after the previous visit in (B)(6) 2021, the patient became septic and seeded his knee replacement. The patellofemoral replacement was revised and temporary spacers were placed. The patient then proceeded to have a reaction to the vancomycin and daptomycin and was on life support and had kidney and liver failure. The patient has since recover but is still unable to walk due to pain. There was no mention as to the manufacturer of the implanted temporary spacers.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.